Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates an additional lead was added on mar 12, 2021 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02030. It was reported the patient experienced ineffective stimulation. Troubleshooting was attempted without success. In turn, surgical intervention may be pending.